Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that an additional mesh was implanted into the patient on (B)(6) 2012. The patient underwent the current procedure of mesh revision during the mesh implantation on (B)(6) 2012. No additional information was provided. (B)(4) - urinary problems; undefined recurrence.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent resection of vaginal mesh on (B)(6) 2013 due to pelvic pain and vaginal mesh erosion. It was reported that patient underwent posterior and enterocele repair on (B)(6) 2014 due to pelvic organ prolapse including enterocele and rectocele.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic pelvic relaxation with 3 + cystocele. It was reported that patient underwent mesh removal/revision on (B)(6) 2012. No additional information received.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy and cystoscopy. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to erosion. No additional information was provided.